Manufacturer narrative:
The referenced packaging and device was not returned to olympus. The exact cause of the reported event could not be determined at this time. However, if the device is returned at a later, this report will be supplemented accordingly.

Event description:
Olympus was informed that prior to procedure the sterile packaging of the device was found compromised as a hair strand was discovered inside the packaging. The hair strand was observed in the package after being opened. In addition, the packaging was inspected upon receipt with no damages and was stored on a shelf. The device was not used. The package and device will be returned to olympus.

Manufacturer narrative:
The referenced device was returned in an unused condition but with the package open. A visual inspection confirmed a single white strand of hair was seen sticking out of the funnel. When the dilator was removed it revealed that the hair extended down inside the sheath a short way. Photos of the device were forwarded to the OEM, teleflex. Based on the he OEM¿s investigation, the cause of the reported event could not be conclusively determined as it is not definitively known whether the hair was introduced into the package before or after opening of the package at the user's site. In addition, package was already open. However, a hair was found on the device and did go down inside of it. Since it cannot be definitively known whether the hair was introduced into the package before or after opening of the package at the user facility¿s site, the issue was considered by the OEM as unconfirmed. A review of customer complaints since 2013 (over (B)(4) units shipped) shows there have been no other complaint regarding hair or any other extraneous material inside the packaging with the product (before or after opening of package). A device history record review of the relevant cleaning, packaging and inspection operations shows no non-conformances during the production process.